Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the product code and lot number of the 6-0 suture involved. How many times did suture breakage occur with the 6-0 suture during this procedure? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown cardiovascular surgery on an unknown date and suture was used. The suture was broken during ligation. There were no adverse consequences to the patient. Additional information has been requested.